Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had dislodged. The lead was removed and replaced. It was noted that the patient is part of (B)(4) study. No patient complications have been reported as a result of this event.